Event description:
Boston scientific crm received information from a family member that the patient experienced an infection some time after device implant. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.